Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.

Event description:
Customer reporting an unknown number of false positive sars results. Customer states the results were confirmed negative by pcr. Since the customer cannot give an a known or estimated number of patient samples affected, 2 reports will be filed. Report 2 of 2.